Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional unknown rx xience occurrences, is being reported under a separate medwatch report number. Evaluation summary: two cines of the procedure were returned and reviewed. Review of the cines showed that the lesion was pre-dilated with a balloon, however, a waist remained and recoil and heavy calcium could still be seen. The cines also confirm that there was still calcification at the lesion site post-stent deployment affected the lumen. A second stent was deployed at the site, which resulted in a good lumen size. Factors can contribute to difficulty deploying a stent (partial stent apposition) can include, but are not limited to, patient anatomical morphology, lesion characteristics, patient disease state, pre-dilatation strategy, leaks/ruptures, stent damage, inflation technique, product size selection, and/or lesion size. To help ensure the reported difficulties are not a result of a manufacturing deficiency, stent delivery systems are subjected to a 100% visual inspection. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as stent uniformity of expansion. The product was not returned and may have aided in the evaluation, however, no product damage was noted during inspection prior to use. Reportedly, the lesion was heavily calcified and a chronic total occlusion, which could have contributed to the reported difficulties. It should also be noted the xience v instructions for use (IFU) warns the safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: lesions located in unprotected left main coronary artery, ostial lesions, chronic total occlusions, and lesions located at a bifurcation. Vasoconstriction (vasospasms) is a known adverse event as listed in the xience v IFU. In this case, based on the reported information and review of the cine it appears the reported difficulty to deploy (incomplete apposition) and patient effects are related to the circumstances of the procedure and there is no indication of a product quality deficiency. The device lot number was not provided, therefore, lot history review could not be performed. .

Event description:
It was reported that during that interventional procedure in a totally occluded, heavily calcified coronary artery lesion, the stent did not stay fully expanded after deployment, had poor apposition, and there was vessel recoil. A post-dilatation balloon was fully inflated but after balloon removal, the stent still did not stay fully open. Therefore, a second large unknown rx xience v stent was implanted inside and overlapping the first stent. After the second stent was implanted slight recoil remained but the vessel lumen was adequate and no further treatment was done. There was no adverse patient sequela. The physician reported this same scenario has occurred more than once and expressed a concern for future research and development of a stent design with stronger radial strength for use in heavily calcified lesions. Though requested no additional information was provided.